Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was completely fractured near the subclavian area. Also, the distal portion of the fractured lead had become coiled inside the right atrium. During the revision, a snare was used to catch the fractured edge for removal, but it was unsuccessful. Therefore, a deflectable ablation catheter was used to catch the fractured edge and navigate it to the side of the inferior vena cava.; however, the fractured edge as well as a portion of the lead in the atrium had adhered to tissue, and the lead could not be uncoiled. Considering the situation where the lead had adhered to the tissue in the atrium, the physicianeventually judged that the risks such as lead migration or arrhythmia due to adhesion were very low, and kept the lead implanted and abandoned. A new lead was implanted as a replacement. No patient complications have been reported as a result of this event.